Manufacturer narrative:
The investigation into hemolysis, low pump flow, and pump stop has been completed. The "pump stop" failure mode was changed to "temporary pump stop" as the pump was able to be restarted. Insufficient data logs were returned for analysis. The returned pump was inspected and biomaterial was found in the purge gap. There were no other physical abnormalities and the pump passed electrical testing. The data logs confirm "impella stopped - motor current high" alarms. There was a motor current spike with speed deviation before temporary pump stop which is characteristic of biomaterial ingestion. The logs show continuous suction alarms across various p-levels and a motor current spike before reported hemolysis. The placement signal was also trending downward. The root cause of the temporary pump stop was determined to be due to biomaterial. The root cause of the low pump flow was determined to be due to biomaterial. The root cause of the hemolysis was determined to be due to biomaterial. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-22609. D6b explant date was reported incorrectly on manufacturer device report 1220648-2024-22609.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
A complainant reported during impella cp support for patient, suction issues arose which required administration of heparin to resolve. The patient developed hemolysis which was not successfully managed. History in automated impella controller (aic) showed short pump stop during implant due to high motor current. Patient expired while on support. The relationship between the impella and cause of death is unknown.